Manufacturer narrative:
D2a: catheter, continuous flush. D2b: kra. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . G4: 510k: k033913. The returned devices were a progreat catheter (the actual catheter) and an integrated guidewire (the actual guidewire). They had been combined. The distal end of the catheter was fractured, and the fragment was not returned. The length of the actual device: approximately 1290 mm. Since it is a product of approximately 1300mm in total length, it was estimated that there was a defect of approximately 10mm. Appearance confirmation: [actual catheter] - it had been fractured at the distal end. It had been elongated in the vicinity of the fractured part. It had been abraded at the fractured surface. The outer and inner layers of the fractured part had been torn off. The outer layer had been rough on the side of the fractured part. It had been torn on the side of the fractured part. No anomalies such as fracture or elongation were found in other parts. [Actual guidewire] - no anomaly such as abrasion was found over the entire length. Simulation test: the following simulation test was conducted assuming that the tensile load was applied while the catheter was abraded. 1. Progreat was combined with the integrated guidewire. 2. The catheter was intentionally abraded and the tensile load was applied toward the proximal side with the front and back of the abraded part held. 3. The catheter became elongated and fractured at the abraded part. This condition is considered to be similar to that of the actual device. Function confirmation: the outer diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. The outer diameter of the actual guidewire (normal part): it met the factory's specification. No anomaly was found. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomalies were found in the manufacturing records and the dimensions of the actual device. As a possible cause of this case, the following mechanism was inferred. 1. The catheter was abraded for some reason. 2. The more distal side on the catheter than the abrasion caused in 1 was trapped for some reason. The abraded part was fractured due to the tensile load applied in the state of 2. Relevant instructions for use (IFU) reference: "directions for use: remove the micro catheter system slowly from its holder. If resistance is felt, do not try to remove it against the resistance, but inject heparinized saline solution into its holder again, and try once more." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the distal tip of microcatheter was found to be broken when opened from the sterile pack. The device was not used and was returned. The procedure outcome was not reported. The event occurred pre-treatment; therefore, no patient was involved or harmed.